Manufacturer narrative:
Literature citation:noritaka kugimiya, rachi okano, daisuke nagakura and keisuke takahashi . "Changes over time in the lumbar spine alignment following surgical stabilization and clinical outcome". (B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer therefore cause of event cannot be determined.

Event description:
It was reported in an abstract that total of 10 patients with lumbar spinal canal stenosis, (11 intervertebral spaces) received lumbar spine stabilization between (B)(6) 2012 and (B)(6) 2014. It was reported that post op one spinous process fracture was confirmed.